Event description:
"Customer has implanted the device to a pt on monday. As the cap has become loose/falling up, the pt needs a new surgery again. The event lead to an increase of surgery time: 3 hours." Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.